Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E4: the name of the initial reporter and occupation is unknown. The investigation for the reported pump stop has been completed. Aic logs revealed that an impella stopped (current mismatch) alarm would trigger at p-level 1. The device was returned for evaluation. The cause of the issues starting the service pump was due to a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a sudden pump stop during maintenance. There was no reported patient involvement.